Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient. It was reported that there was a revision surgery to replace an extension in (B)(6).

Event description:
Additional information was received from the manufacturer representative stating that the previously implanted extension was connected to the new ins, impedance check showed all were out of range. Replaced the bifurcated extension with new 37082 but when plugging the left 0-3 tail of the existing 3998 paddle, some of the silicone outer covering of the lead sheared. When connected into the bifurcated extension and impedance check done with 355531 mltc, impedances on all electrodes except #3 were within normal limits. Electrode #3 has been out of range for years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
All previously reported codes are still applicable for this event. The main component of the system and other applicable components are: product ID: 3708240, serial (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the shearing was unknown and the out of range impedances had not been resolved. It was noted that electrode 3 had been out of range for years and remained so.